Event description:
(B)(6) complaint handling unit reported a collapse of a synex-ii central body. The patient suffered from psychological problems after falling 17m into a pit. Therefore, the first postsurgery x-rays were on (B)(6) 2010 where the collapse of the central body was detected. The last control was on (B)(6) 2009. After surgery, the patient was not active at all. Patient had some pain in the legs, more on the left than on the right side. He had the pain since the surgery. The surgeon plans to do a myelo-CT to evaluate the situation. There was no reoperation planned.

Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.